Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-47858 and 1627487-2020-47860. It was reported the patient had her scs system removed. The patient stated she experienced uncomfortable stimulation in the stomach, and did not receive effective pain relief as a result.